Manufacturer narrative:
Initial reporter phone #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system connection was loose and could not be used. The following information was provided by the initial reporter: at 11:05 on (B)(6) 2022, when the responsible nurse was about to use a closed venous indwelling needle to puncture and infuse the patient, she found that the indwelling needle was loose and could not be used any longer, so it was replaced immediately.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2172399. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system connection was loose and could not be used. The following information was provided by the initial reporter, translated from chinese to english: at 11:05 on (B)(4) 2022, when the responsible nurse was about to use a closed venous indwelling needle to puncture and infuse the patient, she found that the indwelling needle was loose and could not be used any longer, so it was replaced immediately.